Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hardware failed for tower door. The field service engineer replaced latch door 2 to resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system machine is saying failed hardware for tower door. The customer reported that the station requires a reboot inorder to work. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.